Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for unspecified lens model 4 months and 14 days after the initial implant procedure. Clinical reason for explant was reported as mechanical complication. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned along with an absorbent wand inside a plastic specimen cup with a screw top lid. Viscoelastic was dried on the lens. One haptic was broken in the distal area. The broken haptic portion was not returned. The lens was cleaned with klrp to further evaluate. No additional lens damage was observed. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the reported complaint of blurred vision, explant. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens was retested and verified. The lens met specification for power and resolution for a company model (1.50 cylinder) 14.5 diopter lens. The multifocal company lens (1.50 cylinder) 14.5 diopter (add power plus 2.2 or plus 3.2 diopter) lens was removed and replaced with a non-company monofocal 10.0 diopter lens. Due to the exchange of a multifocal toric 14.5 diopter lens for a monofocal design, 10.0 diopter lens, this suggests that the replacement monofocal lens with a four- and one-half diopter difference may have been an improved choice for the patients vision needs. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).